Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported "hematoma". Patient reported "bled post op which caused it to be larger than other and hard". Per health professional follow-up "right breast bled post op which caused it to be larger than other and hard" is deemed not device related. Later healthcare professional reported capsular contracture baker grade unknown". This record is for the right side. Device was explanted.